Event description:
It was reported that the patient had experienced a few dizzy spells and it was discovered that their right ventricular (rv) lead had triggered a lead warning due to oversensing noise, high impedance levels, and high thresholds. A lead fracture is suspected. The lead was capped and a new lead placed without incident. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: model addr01, ipg, implant (B)(6) 2010. (B)(4).